Event description:
Pt underwent laser lithotripsy, cystoscopy, stent placement. During the procedure, the surgeon reported that there was no aiming beam from the laser. Beam was increased with no effect. Fiber was disconnected and reconnected without result. The machine was then turned off and turned back on. No change. A new fiber was obtained after which the procedure continued without complication.